Event description:
Voluntary medwatch form mw5182329 received states: it was reported that this right ventricular (rv) lead exhibited low out of range impedance measurements. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Related voluntary medwatch form received: mw5182329.